Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2015). The patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/22/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the returned test strips were found to be unable to turn on the meter with no assignable cause. In addition, a tertiary issue was noted when the test strip vial was found to be overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (onetouch ultra 2). The reporter claimed obtaining blood glucose readings of 18mmol/l with the subject meter and 6.9mmol/l on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because, the reported issue was not resolved with troubleshooting.